Event description:
A customer reported that their pump battery would not charge despite using a tandem charging cable and attempting different wall outlets and adapters. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump, and the customer was advised to use multiple daily injections (mdi) as backup therapy. The customer was instructed on putting the pump into storage mode and to return the faulty pump with a pre-paid label within 10 days.